Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a problem with the motherboard.

Event description:
It was reported that the insulin pump alarmed with a constant tone after a new battery was installed. It was also stated that the screen went blank. Nothing further was reported.